Event description:
During a rotational atherectomy procedure in a calcified lesion, a leak in the sheath was noted. During the procedure it was noted that the saline leaked and they were unable to maintain rpm's. The procedure was completed with another device. Pt status is listed as "good".